Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.

Event description:
The physician attempted closure of an arteriotomy site with the perclose device following an unk procedure. The device was inserted into the artery over the wire. The suture was deployed. When the physician attempted to lower the foot plate, it would not come down. The device was removed from the artery surgically. Once retrieved, it was noted that the device had fractured at the plastic metal junction.